Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, no investigation can be performed. Furthermore, there is no information provided on the device such as the size and the lot number. Hence, review of the manufacturing record was unable to be performed. Based on the reported event, the patient returned to the hospital 24-48 hours post ivl procedure due to pericardial tamponade that was treated with pericardiocentesis. There was no device malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that after a successful shockwave c2 coronary intravascular lithotripsy (ivl) procedure to treat a lesion located in the coronary artery, the patient returned to the hospital 24-48 hours post procedure due to pericardial tamponade and had to undergo pericardiocentesis. According to the physician, there were no issues or intra-procedure complications during the procedure. No additional information can be obtained.